Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3014334038-2023-00145. A physician reported that the rotation of a perforator (ID 261221) stopped in the midway during perforation, therefore, it was changed to another perforator (ID 261222) to continue the procedure. When the physician was drilling using disposable perforator (261222), he felt uncomfortable because the rotation did not stop. Therefore, the physician stopped the drilling. No adverse consequences to the patient. The combined device was midas (medtronic). According to information provided, it is unknown whether the drill was electric or pneumatic. It is also unknown if perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
Updated fields: d3, d9, g3, g6, h2, h3, h6, h10. Unique device identification (UDI) - (B)(4). The perforator (ID (B)(6)) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a